Manufacturer narrative:
Date of event: please note that this date is based off of the month of publication of the article as the event dates were not provided in the published literature. (B)(4).

Event description:
Sillay, k.a., larson, p.s., starr, p.a. Deep brain stimulator hardware-related infections: incidence and management in a large series. Neurosurgery. 2008; 62(2): 360-366; discussion 366-367. Doi: 10.1227/01.neu.0000297020.60125.fc. Summary: device-related infection is a common complication of deep brain stimulator (dbs) implantation. We reviewed the incidence and management of early hardware- related infections in a large series. Reported events: a (B)(6) man with deep brain stimulation (dbs) for essential tremor (et) experienced a staphylococcus aureus infection at the parietal location which presented 20 days after implant. The patient presented with extensive cellulitis and/or multiple draining wounds along the tract and so were managed with up front total hardware removal followed by 4-6 weeks of intravenously administered antibiotics. It was not possible to ascertain specific device serial numbers from the article or to match the reported event with any previously reported event. Follow-up to the article¿s corresponding author has been requested in the master file for patient/device info, event dates, and patient outcomes. A supplemental report will be submitted if additional information is received.